Manufacturer narrative:
Event date (B)(6) 2018. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported unit will not turn on. The device was not in use at the time of the reported event; therefore, there was no patient involvement.